Event description:
On 02/10/1999, the manufacturer's (MFR.) Sales representative informed the MFR. Of the following: while coming in contact with a nurse in surgery, he was alerted of an incident concerning an alleged defective catheter (specific date of event not stated by the nurse). The nurse stated that the catheter was "torn" due to misuse of the tunneling device by hooking it through the arterial side hole of the distal tip. An additional catheter kit was opened and used with the instructions being read. The tunneler was used correctly this time and the case went well. The device was scheduled to be returned to the MFR. For analysis; however, on 02/23/1999, the MFR.'s sales representative informed the MFR. That the device is no longer available to be returned to the MFR. For analysis. No further details were provided.